Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure.). Essure (ess205) was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, demographic added. Essure start date added and product code changed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain'), blood loss anaemia ('menorrhagia (heavy menstrual bleeding),anemia'), menorrhagia ('menorrhagia (heavy menstrual bleeding),anemia') and genital haemorrhage ('general. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and female sexual dysfunction ("apareunia") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove the essure.). Essure (ess205) was removed. At the time of the report, the pelvic pain, blood loss anaemia, menorrhagia, genital haemorrhage, abdominal pain, back pain, weight increased, hormone level abnormal and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding),anemia, general. Abnormal bleeding. In previous summons patients reported for essure coils removed, but in current pfs again reported ''essure removed- no'. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events- apareunia, pelvic pain, abdominal pain, back pain, hormonal changes, weight gain, menorrhagia, anemia, general. Abnormal bleeding, were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') and cholecystectomy ('gall bladder removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),anemia"), genital haemorrhage ("general. Abnormal bleeding"), blood loss anaemia ("menorrhagia (heavy menstrual bleeding),anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and groin pain ("groin pain"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove the essure.). Essure (ess205) was removed. At the time of the report, the pelvic pain, cholecystectomy, menorrhagia, genital haemorrhage, blood loss anaemia, abdominal pain, back pain, weight increased, hormone level abnormal, female sexual dysfunction, vaginal haemorrhage, dysmenorrhoea and groin pain outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, cholecystectomy, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, groin pain, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding),anemia, general. Abnormal bleeding. In previous summons patients reported for essure coils removed, but in current pfs again reported ''essure removed- no'. Amendment: the report was amended for the following reason: all source documents and references from deletion case (B)(4) were transferred to this case. Following new reporter information was added. New events transferred from deletion case no. (B)(4) abnormal bleeding (vaginal), dysmenorrhea , gall bladder removal, groin pain, the plaintiff did not undergo this test. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". Concomitant products included levonorgestrel (mirena) since 2013. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding),anemia"), genital haemorrhage ("general. Abnormal bleeding"), blood loss anaemia ("menorrhagia (heavy menstrual bleeding),anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and groin pain ("groin pain"), underwent cholecystectomy ("gall bladder removal") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic hysterectomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cholecystectomy, menorrhagia, genital haemorrhage, blood loss anaemia, abdominal pain, back pain, weight increased, hormone level abnormal, female sexual dysfunction, vaginal haemorrhage, dysmenorrhoea and groin pain outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, cholecystectomy, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, groin pain, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding),anemia, general. Abnormal bleeding. In previous summons patients reported for essure coils removed, but in current pfs again reported ''essure removed- no.' Most recent follow-up information incorporated above includes: on 19-apr-2021: mr received: reporter, essure removal date and concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". Concomitant products included levonorgestrel (mirena) since 2013. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding),anemia"), genital haemorrhage ("general. Abnormal bleeding"), blood loss anaemia ("menorrhagia (heavy menstrual bleeding),anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea") and groin pain ("groin pain"), underwent cholecystectomy ("gall bladder removal") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic hysterectomy and cystoscopy.). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, cholecystectomy, heavy menstrual bleeding, genital haemorrhage, blood loss anaemia, abdominal pain, back pain, weight increased, hormone level abnormal, female sexual dysfunction, vaginal haemorrhage, dysmenorrhoea and groin pain outcome was unknown. The reporter considered abdominal pain, back pain, blood loss anaemia, cholecystectomy, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, groin pain, heavy menstrual bleeding, hormone level abnormal, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for bleeding- menorrhagia (heavy menstrual bleeding),anemia, general. Abnormal bleeding. In previous summons patients reported for essure coils removed, but in current pfs again reported ''essure removed- no' quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.